Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2025. The customer addressed the elevated blood glucose level by administering a correction bolus via the pump and a correction injection via manual insulin therapy along with changing the infusion set. Reportedly, the customer continued to use the pump for insulin therapy.